Event description:
Laparoscopy hysterectomy - "upon surveillance of the pelvis prior to closure a black piece of material was found sitting on the pts bladder. The piece was removed and upon examination by the surgical team it was determined the piece was black rubber consistent with the valve on the inside of the 5 mm trocar. The trocars were evaluated and the piece was found to have come from there."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.